Event description:
This ra lead was implanted on (B)(6) 2015 and remains implanted at this time. A call to patient services placed on 08/04/2016 stating that this lead is involved in an erosion. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6) . No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).